Event description:
It was reported, that the video system center would not turn on. It is unknown, when the issue occurred. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: b5, d8, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no power issue could not be determined, as the issue could not be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during device inspection prior to the procedure. The procedure was cancelled as a result of the event.